Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient developed anterior capsule phimosis. Additional information was provided by the surgeon, who reported that this patient's left eye has significant cells on the anterior capsule causing decreased vision. There are two medical device reports associated with this patient. This report is for the left eye.